Event description:
It was reported that four weeks after implantation of femoral nail prosthesis, the screw was found to be sliding to outer side. In subsequent follow-up there was no change in the amount of sliding. The device remains implanted. No harm to the patient reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign- japan. Concomitant medical products: associated devices: reference number: 47-2499-095-10, product name: z nail cmf 10.5 x 95 lag scr, lot number: 3079121 multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00412. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the available information, it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.